Event description:
At the scene of an accident, a patient in cardiac arrest was being resuscitated. The lucas 2 chest compression device turned on with a series of "beeps." However, the lucas 2 would not operate. The lucas 2 system was turned off and the battery was replaced. The lucas 2 turned on again. With a series of beeps. Lucas 2 failed. Patient was not adverse affected by the device failure. The lucas 2 was sent to the biomedical engineering department for an evaluation. Biomed confirmed that the lucas 2 failed when battery inserted. Service call has been placed with the manufacturer.